Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after using bd vacutainer® lh pst ii plus blood collection tubes, erroneously elevated high sensitivity troponin t results were observed in an unspecified number of devices. As a result of erroneous results reported to physicians, patients were referred to the cardiac emergency unit. Initial tests showed elevated values, but when the same samples were retested later, the results returned to normal. No further adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd did not receive any samples for investigation. A total of 100 retained samples were visually inspected, and no additive abnormalities were found. Certain assays, in this case hs troponin t, are not validated in bd clinical laboratory protocols. Therefore, we are at the present time, unable to perform further internal clinical testing. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. No definitive root cause could be established for the reported defect. This complaint has not been confirmed for the lot 5157924, for the indicated failure mode: erroneous results- hs troponin t. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that after using bd vacutainer® lh pst ii plus blood collection tubes, erroneously elevated high sensitivity troponin t results were observed in an unspecified number of devices. As a result of erroneous results reported to physicians, patients were referred to the cardiac emergency unit. Initial tests showed elevated values, but when the same samples were retested later, the results returned to normal. No further adverse impact was reported regarding the patient or user.